Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-07335. It was reported that the patient presented for a pocket revision due to amyloid. It was noted that there was an infection in the pocket. The physician alleged the infection was caused by the system or procedure. The implantable cardioverter defibrillator and right ventricular lead were explanted. The patient was discharged post procedure.